Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the hardware for the fork came loose and caused the fork to become bent from use.